Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a random increase in stimulation sensation followed by a loss of stimulation about a month prior to report. The loss of stimulation occurred regardless of how high amplitude was increased. The patient had not experienced any falls, trauma, or emi prior to the event. It was later determined that there was a spinal cord stimulation (scs) failure where a broken lead was identified via x-ray. High and low impedance readings were reported with values >40000 ohms and less than <(><<)>150 ohms. There was a sudden loss of stimulation / therapeutic effect along with overstimulation, surging, and a shocking / jolting sensation. The issue was not resolved, and the cause was not determined. The devices were to be replaced, but no specific intervention had been scheduled. Follow-up attempts have been conducted to identify the cause of lead break and the patient outcome. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that as (B)(6) 2014, the revision was not scheduled. The patient was back in school and may not be able to have the revision until spring break.

Event description:
Additional information received reported that the patient was scheduled for a replacement of her lead and generator (B)(6) 2014. The manufacturer's representative did not know what caused the lead to fracture. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the revision had been postponed due to medical issues not involving the spinal cord stimulator (scs). The manufacturer's representative did not have a new surgery date yet. No outcome was reported regarding this event. Further follow-up is being conducted for this information.